Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic wedge resection, when the tissue was ready to be detached, the stapler was half fired and could not be fired again. Another device was used to complete the case. There was no patient injury.